Manufacturer narrative:
The driver passed all sections of functional testing. Additionally, an extended observation run was performed on the driver and it performed with no alarms or issues in relation to fill volumes. The root cause of the customer-reported issue could not be determined. The driver performed as intended and there was no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4)

Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited high fill volumes, it continued to perform its life-sustaining functions. The freedom driver has been returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited high fill volumes. There was no reported adverse patient impact. The customer reported that the patient was switched to a backup driver.